Event description:
The customer's mother reported via phone call that the act and escape button was unresponsive on the insulin pump. The mother stated the buttons had to be pressed several times to enable a response. Customer's blood glucose was 200 mg/dl. The insulin pump was not dropped or exposed to moisture. The insulin pump will be replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.